Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and their trainer called and reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 32 mg/dl at the time of the incident. The customer was at 290 m/dl at the time of the call. The customer was in a car accident due to the low. The customer was given glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the trainer put the customer's pump into manual mode and made some adjustments. The customer may have bolused too much for their breakfast. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.